Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: a review of the pump¿s black box revealed consecutive cs 52/54 alarms. The pump was opened and there was moisture damage found on the eeprom. There was moisture damage observed in the battery compartment as well. A leak test failed due to a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was dim/discolored. The patient also noted that there was moisture within the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.